Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-90mg/dl fasting. Verified test strips expire 07/21/2018. Customer's test strips are being stored in the bathroom and opened vial date is august 2015. Reviewed meter memory: (B)(6). Customers concern with results of 37 and 62 and 63 mg /dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-90mg/dl fasting. Verified test strips expire 07/21/2018. Customer's test strips are being stored in the bathroom and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern with results of 37 and 62 and 63 mg /dl. No adverse event reported.